Event description:
A complaint was reported from denmark regarding a cartridge alarm, specifically an alarm 20, during the pumping process of an insulin pump. No notable events were identified leading up to the alarm, but the issue persisted even after loading a second cartridge, which resulted in the decision to replace the pump. There was no information available on the customer¿s blood glucose level at the time of the event. Technical support confirmed that the pump was within warranty, arranged for its return, and organized the shipment of a replacement pump. The customer chose not to disclose the backup therapy they would use and declined additional goodwill cartridges.